Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: flat creases. Cloudy and voids after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no openings were found in the device and no issues found related with the manufacturing. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted.

Event description:
Physician reported right side rupture. This record relates to the right side. Additional information reported by physician: "operated on patient [approximately 3 years after implantation] to break the capsular contracture. Ultrasound was performed showing a rupture of the right-side device. At explant surgery the device was found totally exploded." The device was explanted.